Manufacturer narrative:
(B)(4). Corrected data: type of reportable event: not reportable. Void as duplicate. This was filed under duplicate submission on (B)(4): MFR report # 3005075853-2019-22287.

Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: this dr. Usually handles the ¿tougher¿ cases. He has been using the same technique for the last 9 years and has primarily only used ethicon ils staplers. He said that he always sews the anvil in with a purse string proximal to the staple line to ensure a greater circumference of intact tissue. He follows the same line when extending the trocar to make the stapler connection. He says that he begins to close the device and waits until he starts to feel resistance within the green firing zone. He holds there for 10 secs and the does another quarter turn which usually brings him to the base of the green firing zone. He examines the tissue before he fires the device and says that the whole process of closing and the tissue examination keeps the tissue under compression for at least 30 seconds if not longer. He then fires the device ¿to the limits the handle will allow¿, I clarified if he meant that the plastic firing handle is touching the barrel of the stapler and he agreed. He then turns the dial two times. I had him demonstrate and it is 2 turns with his thumb at the top of the dial and a half turn. His demonstration showed that he completes one full turn before sliding the stapler out. He said he always checks the quality of the anastomosis visually before using a sigmoidoscope for further testing.

Event description:
It was reported that during an unknown procedure, the only information known is that the firing failed. There were no patient consequences reported.